Event description:
The needle broke or separated at the hub. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of a previous adverse event for an echo-hd-19-c ((B)(4)). The reporting precedence covers the entire product family. Therefore, all echo devices involving a proximal needle breakage and or the non retraction of the needle are reportable regardless of the outcome. The complaint info provided was as follows: 'the needle broke or separate at the hub.' There were no echo-hd-25-c (echo) devices of lot #c893373 in stock at the time of the complaint investigation. One x echo device of lot# c893373 was returned for evaluation. The device was returned to the original packaging and was opened on receipt. This echo device was returned with the outer handle pulled away from the inner handle. The needle that lies within the handle was exposed. The stylet was fully inserted through the needle. The needle was confirmed broken approx 20 cm from based of proximal luer lock. This coincides with a breakage at the distal end of the inner handle (handle at ref '7'). The needle was noted to be kinked at the point of the breakage. This distal needle extension was retracted on receipt of the device. The needle was removed from the device and the distal needle tip was confirmed intact. As the needle was kinked within the handle the user may have encountered difficulty when retracting the needle. Force may have been used in attempting the retract needle during the procedure causing the outer handle to pull apart from the device. No issues were noted with the manufacture of the outer handle during the laboratory evaluation. The cause of the needle breakage is the kinking of the needle at the distal end of the inner handle. It may be noted that this issue [needle kinking in handle] has been investigated in-house a deviation was approved on the 09/02/2013 to introduce a cannula pusher tool which has an end stop to prevent the cannula being pushed in too far. The cannula had the potential to be pushed in too far leading to resistance in the activation of the handel this new tool will prevent the over insertion of the cannula reducing incidents of the needle kinking in the distal end of the handle. The echo device involved in this complaint was manufactured prior to the approval of this deviation. All parts of the needle were accounted for during the laboratory evaluation. The complaint info received indicated that no part of the needle broke inside of the pt. No adverse effects to the pt were reported as a result of this occurrence. The complaint info received indicated 3 biopsies were obtained with this device. The endoscope was in a flexed/angled position and needle penetration of the targeted site was difficult. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the relevant manufacturing records for this echo device did not reveal any discrepancies which could have contributed to the complaint issue. No corrective action is warranted at this time. This event did not impact the pt or use. No part of the needle broke in the pt. The 2 year complaint history has been reviewed for this rpn and the likelihood of this type of occurence is low. The overall risk associated with this incident has been assessed and determined to be low. A health risk assessment was carried out to assess the risk of needle breakage across the echo product family and was determined to be low risk. Approval of (B)(4) which introduced a new cannula pusher tool that will prevent the over insertion of the cannula reducing incidents of the needle kinking in the distal end of the handle. Complaints of this nature will continue to be monitored for potential emerging trends.